Manufacturer narrative:
Patient ID/initials and weight are unknown. Reported as an unknown date in (B)(4) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reported phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a surgery on (B)(6) 2017 and dynamic hip screw (dhs) and plate were implanted. The dhs screw broke in april 2018. Revision surgery and total hip prosthesis was performed on (B)(6) 2018. Concomitant devices reported: dhs plate (part/lot unknown, quantity 1); dhs screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A device history record review was requested. Lot information is known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese europe reports an event in france as follows: it was reported that the patient had a surgery on (B)(6) 2017 and dynamic hip screw (dhs) and plate were implanted. The dhs screw broke in april 2018. Revision surgery and total hip prosthesis was performed on (B)(6) 2018. It was also reported that there was an abrupt appearance of acute pain and functional impotence without the notion of trauma, negative bacteriological sampling of the hip, which motivated the surgical revision for removal and insertion of the total hip prosthesis. Concomitant devices reported: dhs plate (part/lot unknown, quantity 1); dhs screws (part/lot unknown, quantity unknown) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 280.000s; synthes lot: 9630220; release to warehouse date: september 11, 2015; expiry date: september 01, 2025; manufacturing site: balsthal; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: zuchwil; selected flow: 5. Broken. Visual inspection: the received screw was found broken. Furthermore, there are several mechanical damages visible on the surfaces. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: as indicated in the manufacturing documents, the screw was inspected to 100% before the part left manufacturing site, see also inspection sheet. Material review: the examination of the raw-material testing certificates showed no deviations regarding material analysis, strength and structural stability. The manufacturing documents do show that the correct material was used according to drawing. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient height reported as 162.00 centimeters. Event: updated concomitant devices, concomitant medical products. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: screw (part: 281.871, lot: 2402838, quantity 1); screw (part: 213.340s, lot: l226932, quantity 1); screw (part: 213.340s, lot: l354285, quantity 1); screw (part: 213.030s, lot: l384271, quantity 2); screw (part: 213.026s, lot: l279312, quantity 1); screw (part: 213.030s, lot: l367903, quantity 1); screw (part: 02.224.224s, lot: l387438, quantity 1); screw (part/lot non-synthes, quantity 2).